Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and found damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced. Primary problem was not duplicated with functional testing. No further action will be taken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented obstruction. There was unknown patient involvement.